Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the device not being able to turn on. The receiver case was opened and a receiver download was performed. The battery was replaced with a known good battery, and the device did not power on. A functional test could not performed. An internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.